Event description:
During insertion of 6.5mm cannulated "titanium" screw, the screw completely shattered at the neck-threaded junction. The screw and proximal shaft were subsequently removed. Attempts were made to remove the thread part of the broken screw without success.